Manufacturer narrative:
This report is related to report #: 9616099-2021-05021. Complaint conclusion: as reported in the literature article by elboraey, m., toskich, b. B., lewis, a. R., ritchie, c. A., frey, g. T., & devcic, z. (2021). Iliocaval reconstruction of chronically thrombosed cylindrical inferior vena cava filters with balloon expandable covered stent-grafts. Journal of vascular surgery cases and innovative techniques, 7(3), 454¿457. Https://doi.org/10.1016/j.jvscit.2021.05.006, eleven years after implantation, computed tomography (CT) and venography demonstrated a trapease ivc filter was thrombosed and calcified with complete occlusion to the bilateral common femoral veins (cfv). The patient required recanalization for iliocaval occlusion. Pharmacomechanical thrombectomy was followed by filter exclusion and iliocaval reconstruction with parallel, bilateral, overlapping 12mmx80mm and 14mmx80mm smart ses stents dilated using venoplasty. An acute thrombus had formed within the smart ses stents secondary to severe narrowing by the filter. The smart ses stents were then reinforced with a non cordis balloon expandable stent-graft. The patient was hospitalized for 1 day. Six month follow up demonstrated patent bilateral cfvs, femoral veins (fvs),and popliteal veins (pvs). The device remains implanted in the patient; therefore, not available for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿stent-ses~ compresses/crushed - in patient¿ was not confirmed in the following cases case-2021-00167690-7, case-2021-00167690-8, case-2021-00167690-9 and case-2021-00167690-10 as the device remains implanted inside of the patient. Stent compression is a result of crushing or flattening of the diameter of the stent. In this case, this occurred either during stent implantation by the medical provider or, the stent was compressed by an external force such as a history of peripheral vascular disease (pvd). In-stent restenosis (isr), which is commonly associated with the progression of peripheral vascular disease (pvd), is a well-known potential adverse event following stent implantation and does not represent a device failure. Progression of atherosclerosis is an expected outcome of the disease process if not treated appropriately. Stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Therefore, vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well-known documented potential complications of this type of procedure and are listed in the IFU as such. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition, then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. According to the instructions for use (IFU) ¿note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.¿ it is possible that the operator's interaction with the stent delivery system may have contributed to the reported event if these steps were not followed correctly. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event. However, patient factors and the user¿s interaction with the device may have led to the reported event. Without a lot number to conduct a phr review, it is not possible to determine if the reported event could be related to the manufacturing process. However, as there is no indication that the event was related to a design or manufacturing issue; no corrective or preventative actions will be taken at this time.

Event description:
As reported in the literature article by elboraey, m., toskich, b. B., lewis, a. R., ritchie, c. A., frey, g. T., & devcic, z. (2021). Iliocaval reconstruction of chronically thrombosed cylindrical inferior vena cava filters with balloon expandable covered stent-grafts. Journal of vascular surgery cases and innovative techniques, 7(3), 454¿457. Https://doi.org/10.1016/j.jvscit.2021.05.006, eleven years after implantation, computed tomography (CT) and venography demonstrated a trapease ivc filter was thrombosed and calcified with complete occlusion to the bilateral common femoral veins (cfv). The patient required recanalization for iliocaval occlusion. Pharmacomechanical thrombectomy was followed by filter exclusion and iliocaval reconstruction with parallel, bilateral, overlapping 12mmx80mm and 14mmx80mm smart ses stents dilated using venoplasty. An acute thrombus had formed within the smart ses stents secondary to severe narrowing by the filter. The smart ses stents were then reinforced with a non cordis balloon expandable stent-graft. The patient was hospitalized for 1 day. Six month follow up demonstrated patent bilateral cfvs, femoral veins (fvs),and popliteal veins (pvs). The devices will not be returned for analysis.